Event description:
Litigation papers allege pt has begun to suffer symptoms including, but not limited to pain, weakness, and difficulty with even simple daily activities.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigations closed at this time. Should the product or additional info to be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary..

Manufacturer narrative:
(B)(4).

Event description:
There were no new allegation. Added unknown head and updated patient identifier.